Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02512. The patient reported his system was explanted since he felt it did not work, and he asked that it be removed. He stated reprogramming was unsuccessful at providing effective stimulation coverage.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.